Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported large needle driver. The large needle driver sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs do not show the large needle driver being recognized by the system. This can be due to a connectivity issue b etween the large needle driver and the sterile interface module (sim). Evaluation of the large needle driver noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic procedure, the large needle driver (lnd) was connected to the sterile interface module on the arm but was not recognized by the system and no instrument was seen on the display. The lnd was removed and reattached several times but was still not recognized by the system. A new large needle driver was attached to the same sim and there were no further issues. These issues caused a three minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic procedure, the large needle driver (lnd) was connected to the sterile interface module on the arm, but was not recognized by the system and no instrument was seen on the display. The lnd was removed and reattached several times but was still not recognized by the system. A new large needle driver was attached to the same sim and there were no further issues. These issues caused a three minute delay. There was no patient injury.